Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient had low flow alarms at home and had a syncopal episode. It was noted there were several low flow alarms for two weeks leading up to the event including intermittent episodes of suction. The patient also had noted low flow waveform pulsatility for the month leading up to the event. After the syncopal episode, the patient was witnessed to have seizures as well. It was reported the patient did not fall and the patient¿s head was not hit during the seizures or syncopal episode either. A head computerized tomography (CT) revealed a subdural hematoma. The patient was admitted to the hospital and found to have a verified blood pressure of 55-60. The patient did not have any further arrhythmias on admission and so the defibrillator was not investigated. The patient was hypotensive and had low flows alarms upon admission and was given intravenous (IV) fluids to resuscitate the volume. Labs were drawn, and patient had a high international normalized ratio (inr) of 6.0 that was reversed with vitamin k and three units of fresh frozen plasma transfusions. A repeat CT was done the next day which was stable with no worsening of the subdural hematoma. A transthoracic echocardiogram (tte) was also performed. Neurosurgery was consulted due to patient¿s neurological dysfunction with a plan to return to the operating room within a few days for a burr hole evacuation if patient¿s condition did not improve before then. The pump remains in service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. The reported "low flow event" was confirmed through log file analysis which revealed 80 low flow alarms since (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported "low flow event" may be attributed to multiple factors including but not limited to constriction in the outflow graft, poor vad filling, thrombus at inflow cannula. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.